Event description:
The incident occurred in an imris neuro ii-se suite on the diagnostic table provided by (B)(4). The diagnostic table is attached to the (B)(4) espree magnet ((B)(4)) and is used unmodified in the imris system. The mr technologist, after completing a scan on a "large" male patient (weight and age withheld), moved the table out of the magnet, unstrapped the patient and moved around to the other side of the table to pull the patient onto the stretcher, and while walking around to the other side, the patient rolled off from the bed, striking his forehead on the pedestal of the table. Before the scan the patient was slightly confused and restless so had been given medication prior to the scan to help them stay still. After the medication they were still alert. The patient sustained forehead laceration of approximately 2.5 cm, which required plastic surgery to perform complex closure. The patient also sustained bleeding in the brain. (B)(4) investigated the issue and determined that the table was operating per specification.

Manufacturer narrative:
The incident occurred in an imris neuro ii-se suite on the diagnostic table provided by (B)(4). The diagnostic table is attached to the (B)(4) espree magnet ((B)(4)) and is used unmodified in the imris system.